Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to troubleshoot, including confirming the pump was not plugged in and attempting to power it on. When these steps failed to resolve the issue, they advised the customer to connect the pump to a reliable power source, which resulted in beeping noises but no screen display. A replacement pump was arranged as it was under warranty, and the customer was instructed to use a backup insulin pump to ensure continued insulin delivery. The customer was guided on how to place the faulty pump into storage mode before returning it using a pre-paid label within ten days.